Event description:
It was reported that approximately 8 months post-implant of a bifurcated device and an infrarenal aortic extension, a follow-up angiographic image showed a persistent endoleak most probably related to the dissection of the abdominal aorta continuing from the thoracic aorta eventually. Reportedly, the physician elected to convert to an open repair and explant the devices. The patient was treated with an aorto-bi-iliac with a dacron graft. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Based upon the investigation findings, the reported event is inconclusive. A sample was not returned for evaluation. However, medical records were provided for review and clinical specialist confirmed based on the review, that an endoleak was confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed, and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.